Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 46 mg/dl at the time of incident and the current blood glucose of the patient is 139 mg/dl. Customer states the drive support cap appears normal. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. Customer treated with insulin pump and manual injection and food. Troubleshooting was performed. The product will be returned for analysis.